Manufacturer narrative:
The reported inability to loosen the set screw was confirmed in the laboratory. Visual inspection identified septum material inside the screw hex cavity. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty loosening the set screw. The device was otherwise normal.

Event description:
It was reported that a patient presented in the operating room for normal device changeout. During the procedure, it was noted that there was difficulty removing the lead from the header. It was suspected to be due to the setscrew on the pacemaker being stripped. The set screw seal was opened. The device was removed and replaced, and the patient left the procedure in good condition and will be followed normally.